Manufacturer narrative:
Patient identifier: requested, unknown. Age & date of birth: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown. UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. Visual inspection of the actual product found an elongation on the stainless-steel coil. The condition of niti core wire could not be confirmed in the vicinity of the elongated coil. Magnifying inspection of the actual sample obtained the following results: the platinum coil had been kinked at approximately 16mm from the distal end. The stainless-steel coil had been elongated starting from the joint point with the platinum coil, which was at approximately 30mm from the distal end. Misalignment of coils against the axial direction was observed at approximately 35 mm from the distal end. No further anomalies were observed in the proximal side of the misaligned coil. Platinum and stainless-steel coils of the actual sample were intentionally unraveled to check the condition of the niti core wire. The niti core wire was found to have been fractured. Electron microscopic inspection of the fractured ends (the distal and proximal portions) found that both had been tapered. Therefore, it was considered that pulling force was applied to the area in question. In addition, dimple (hole-shaped) pattern was observed on the fracture surface of both portions. The length of both portions was measured, and the total length was found to be equivalent to a current product. No portion was missing from the actual sample. Since the fracture of the niti core wire matched in terms of location with the kinked part of the platinum coil, it was inferred that the part in question was trapped. The length of the niti core wire distal portion was approximately 16mm, the proximal portion (fracture end - stainless steel coil fixing point) was approximately 35mm, total length of the actual sample was approximately 251mm, and the current product (distal end - stainless steel coil fixing point) approximately 250mm. The dimensions of the actual sample were as follows: outer diameter of platinum coil: within our control standard, no anomaly was observed. Outer diameter of stainless-steel coil: within our control standard, no anomaly was observed. Outer diameter of niti core wire (near fracture): same as the current product, no anomaly was observed. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there was not any anomaly in them. The record of the distal tip fracture strength test included in the shipping inspection was reviewed for the involved product code/lot number combination and no anomaly were found. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Based on our past knowledge, the following simulation test was performed in the past. Using a factory retained runthrough ns samples, the distal end of coil was trapped and following forces below were applied respectively. In each case, the niti core wire inside the platinum coil was fractured. Subsequently, electron microscopic inspection of the fractured site of niti core wire was performed. Following results were obtained. When pulling force was applied the fracture site was tapered, and a dimple pattern (hole-like pattern) was observed on the fracture surface. This was very similar to the state of the actual sample. When repeated bending force was applied the fracture site was curved, and a dimple pattern (hole-like pattern) was observed on the fracture surface. This was different from the state of the actual sample. When pulling force is applied to a sample held in loop shape. The fracture site was curved, and the fracture surface was twisted. This was different from the state of the actual sample. When torque force was applied. The fracture site and fracture surface were twisted. This was different from the state of the actual sample. Based on the results of the investigation, as one of the possibilities in this case, it was considered that the distal end of the actual sample was fractured by the following mechanism. The niti core wire was fractured when tensile force was applied to the actual sample while its platinum coil being trapped by some factor. When further tensile force was applied to the actual sample in the condition described above, the stainless-steel coil was stretched. When the stainless-steel coil tried to return to its original shape due to the reaction of stretching, misalignment of coils occurred. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior, or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the during a percutaneous coronary intervention (pci) case, the product was used to cross number nine (9). When removed, the product was stretched leading to breakage of the core wire. The doctor used this product as he always does however this time it broke. The product was removed and replaced with a new one, and the procedure was completed. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. The procedure outcome was completed successfully. The patients' final impact was not harmed.